Event description:
It was reported while preparing new trach and evaluating the pilot balloon of the trach prior to insertion, it was noticed that the balloon was not correctly inflating. It was noted that it had defects to the pilot balloon when filling with water. This resulted in a delay of planned change of trach. There was no patient injury reported.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Visual and functional testing was unable to confirm or replicate the reported event. The device was able to inflate and delfate completely in a symmetrical fashion. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.